Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited noise that was over-sensed by the pacemaker, resulting in multiple inappropriate mode switches. The right ventricular (rv) lead demonstrated an increase in capture thresholds and a decrease in pacing impedance. The pacemaker, along with the rv and ra leads were explanted and replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
The reported events were noise and mode switch. As received, a partial lead (only distal portion) was returned in one piece. The reported event of noise was confirmed. Visual examination noted an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture impression. The cause of noise was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.